Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is IV. The patient presented on (B)(6) 2021 for a primary procedure on tooth #19. During placement of the device, the provider noted that the patient had soft type IV bone and was unable to get primary stability. The implant was removed to graft the area in order to get better bone quality. There was no patient injury.

Manufacturer narrative:
The device has not been received and the investigation has been completed. The results are as follows: DHR results the DHR was reviewed for lot#6104347 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results there was no stock product from lot#6104347 available for review. Investigation methods/results customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." Fmea review results in reviewing rpt-012609 rev 5.0 - (risk management report for hahn tapered implant system), the reported issue has already been identified under the "customer related" process aspect: · failure mode - lack of primary stability. · cause - over preparation of surgical site, low bone quality. · effects - implant will spin in place or be unstable. · severity - 3 (serious- device failure results in injury or impairment requiring professional medical intervention.) · occurrence - 3 (occasional- special cause events that happen infrequently, but with a larger number of devices or under a variety of circumstances.) · risk mitigation - follow surgical manual for correct drill and implant dimension. Implant is designed to engage bone material. Presence of adequate bone density must be verified by radiograph. · rpn final - 9 (moderate risk) CAPA 23-006 manufacturer reference:(B)(4) .